Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 760119.

Event description:
It was reported that following the implant procedure, the patients left leg down to the knee was numb and weak, and the patient was unable to urinate. It was noted that a hematoma developed in the patients arm. The patient underwent an explant procedure wherein all device components were removed and retained by the medical facility. The hematoma had been removed and the patient was put in the intensive care unit (ICU). The physician confirmed that the hematoma was not device related and that it was due to patients blood disorder that make platelets slow to clot. Upon follow-up, the patients left leg numbness and weakness was improving.